Event description:
Date of event is unknown. (Reported that the case was sometime during 2008). It was reported to boston scientific that during the procedure, after taking a sample with the radial jaw 4 biopsy forceps, the physician experienced difficulty closing the forceps completely. Consequently, the physician had difficulty pulling the forceps back through the scope. They were able to complete the case with this device.

Manufacturer narrative:
The lot number of the suspected device is unknown; therefore, the manufacturer and expiration dates cannot be determined. Ship history review identified 3 probable lots. DHR (device history record) review was performed on these lots no deviation was found. Labeling review performed and no anomaly was found. Dfu (direction for use) indicate: "endoscopy should be performed only by persons having adequate experience and training... "...the packaging and the device should be inspected prior to use. Do not use the device if the product or packaging is damaged..." "If the device fails to operate properly in any way or shows any sign of damage, do not use it...." "... Maintaining the forceps in a closed position, slowly withdraw the forceps through the endoscope..." "... If for any reason the biopsy jaws fail to close properly or completely, do not try to withdraw a partially open forceps through a scope. Pull the forceps back to the channel opening and then withdraw the scope and forceps together...". "...caution: application of excessive force to the forceps may damage the device. The forceps should be held with the index finger and middle finger comfortably resting on the spool ledge and the thumb in the loop. When other methods of operation are used, such as pushing on the thumb loop with the palm of one's hand, excessive force may damge the jaws..." It is important to follow dfu instructions since dfu helps to ensure the correct use of the device. As per event description the failure was detected during product use, as per dfu the device should be reviewed prior to product usage; therefore, it can be concluded that the device did not present any failure during this inspection. The unit was not returned by the customer, therefore, no product analysis could be performed, the root cause is undeterminable.